Manufacturer narrative:
(B)(4). The device was not returned for analysis. Without device evaluation, a cause for the reported resistance and bent flex guide could not be determined. The thumb advancer can be difficult to push due to a number of factors including, but not limited to manufacturing and tissue compaction. This may have been a contributing factor to this event, but cannot be confirmed. A bent/broken device can be the result of a number of factors including, but not limited to, tissue compaction that results in a distal force being applied to the locator wings, bending them distally and restricting their proper retraction into the delivery tube set. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there does not appear to be a lot specific quality deficiency. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age (reported as approximately (B)(6) old) estimated weight (reported as approximately (B)(6)). The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It should be noted that the reported advancement of the starclose device in the presence of resistance is not consistent with the instructions for use (IFU). The IFU states: do not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during the advancement of the thumb advancer, significant resistance was felt. In an attempt to overcome the resistance, the device pulled from the anatomy. Manual arterial compression was applied to achieve hemostasis. Post procedure, the device was examined and there was no sheath carving noted; however, the distal end of the flex guide appeared to be bent. There was no adverse patient sequela. Though requested, no additional information was provided.